Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 300mg/dl with increased thirst and urination associated with an inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. Troubleshooting determined that the patient was over-riding the bolus dosage recommended by the pump bolus calculation feature. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 at 5:55pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no issues occurring. An ezcarb and ezbg bolus were manually calculated and the pump correctly calculated the same bolus amounts. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.